Event description:
Boston scientific received information that during a device check, the pacemaker displayed high out of range (oor) pacing lead impedance (pli) and exhibited loss of capture. Increased in impedance measurement has been observed months ago. Furthermore, it was reported that the patient had shortness of breath and low heart rate. Additional information indicated that there was no pacing inhibition. The device had capture when set to max output. A lead replacement and device change out was planned. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A high power visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the cause of out of range impedance measurements were not determined. A revision procedure was performed wherein this device was explanted and the competitor rv lead was surgically abandoned. No additional adverse patient effects were reported.